Manufacturer narrative:
Patient information was requested and was not provided. If information is received, the complaint will be updated.

Event description:
The customer reported the touch screen does not work anymore. The customer reported there was patient involvement and no patient harm.